Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was left implanted in the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the screws backed out of the plate of a sternalock360. It is reported that all screws were tightened finally by hand during the original procedure. Upon request for more information, it was reported that, "at this point, there is no re-operation, no complaints or problems."

Manufacturer narrative:
The product identity could not be confirmed due to the part not being returned. The product manager stated that he believes the screws were too short and that he was sure that all screws were tightened finally by hand. The x-rays that were attached to the powerpoint were reviewed by development engineering and clinical research departments. The x-rays and narrative provided by the powerpoint suggest that the x-rays were taken before and after the screws completely lost purchase. It was determined that the x-rays indicate a lateral/transverse sternotomy or fracture with longitudinal wires and a plate spanning the fracture. Only one plate is visible in the x-ray. In the first x-ray, it appears that the screws had begun to back out. In the second x-ray, it appears that four screws had completely backed out and are loose. There are five to six screws that appear to be still fixated in the plate/bone on the superior side of the fracture. The part that was reported is designed to accommodate 12 screws, so it appears that not all screw holes were used. It cannot be determined from the pictures of the x-rays provided if the surgeon was able to originally achieve bicortical purchase. It can be seen in the x-rays provided that the screws have completely backed out; therefore, the compliant is confirmed. The provided powerpoint presentation suggests that original surgery was related to prior trauma and poor bone union and it was stated that the patient was a heavy smoker with compliance issues. While these conditions may have contributed to the screws loosing purchase in the bone, it remains unclear as to what caused the screws to back out of the plate. No product was returned and no functional tests could be performed; therefore, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects.

Manufacturer narrative:
During the final investigation of the file it was identified that the plate part number is unable to be confirmed; the part number is unknown.